Event description:
Technical services received a call on (B)(6)2012 from sales rep. The lead was implanted on (B)(6)2000, lead remains implanted. Programmed vvi 60 lead safety switch triggered for rv lead. No capture in unipolar and bipolar vectors no sensing. Noise of lead channel. Pt. Took a serious fall but does not correlate with trending. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).